Event description:
It was reported that while using bd 10ml syringe luer-lok¿ tip product leaked out a split/crack on the side of two syringes. The following information was provided by the initial reporter: date: (B)(6) 2022 complaint number: (B)(4). Item number: 308-309645 item description: 10ml ll ster syringe w/ 20gx1.5â¿? Ndl reg incident description: as per cs, this customer advised that the below syringes appear to have a split/crack in the sides. When pushing medication through the syringe product leaks out the side. This has happen with 2 different syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd 10ml syringe luer-lok¿ tip product leaked out a split/crack on the side of two syringes. The following information was provided by the initial reporter: date: 06/06/2022, complaint number: (B)(4), item number: 308-309645, item description: 10ml ll ster syringe w/ 20gx1.5â¿? Ndl reg. Incident description: as per cs, this customer advised that the below syringes appear to have a split/crack in the sides. When pushing medication through the syringe product leaks out the side. This has happen with 2 different syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 27-jun-2022. H6: investigation summary: one sample and two photos of a 10ml luer-lock syringe (p/n 309645) were received and evaluated. The sample has a crack in the barrel measuring 11/8 inch long starting ¼ inch from the roof of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review was completed for provided lot number 1113346. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.